Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with unspecified mentor gel breast implants and experienced bilateral capsular contracture baker grade unknown and rupture on the left side. These were confirmed via mammogram/ultrasound. As a result, the patient underwent removal on (B)(6) 2019. This report is for the right side.